Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was experiencing diaphragmatic stimulation. The local area field representative reported this ra lead appears to have dislodged. There was a decrease in sensing measurements, a small drop in pacing impedance measurements, and an increase in pacing threshold measurements. The physician reprogrammed the patient's device to vvi at 40 beats per minute and reported a revision procedure would likely be scheduled for a future date. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead continues to remain in service. A request for additional information was sent to the local area field representative and none is available at this time. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received indicating this ra lead was successfully repositioned. No adverse patient effects were reported.